Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to higher than expected troponin (accutni) results, within the risk stratification range and above ami cutoff, generated by access 2 immunoassay system for three patients. The results were reported out of the laboratory. Subsequent testing on an alternate instrument produced lower results either within the risk stratification range or within the normal reference range. The customer did not receive any reports of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Sample collection and centrifugation information has not been supplied to date. Per the customer supplied qc data, the accutni qc was within the established ranges on (B)(6) 2011 prior to the event, but both the level 1 and level 3 accutni qc failed out of range high after the event. On the next morning of (B)(6) 2011, the customer had multiple qc failures across several assays. The customer attempted to recalibrate the accutni assay after the event on (B)(6) 2011 but both calibration attempts failed. Bci service was not dispatched for this event as the customer has their own biomed engineer (bme). Bci customer technical support (cts) worked with the on-site bme to troubleshoot the instrument. The bme replaced one of the aspirate probes and all of the peri-pump tubing. It was noted after removing the tubing that there was a hole near one of the grey clips for aspirate probe #2. The bme then primed the system and performed a routine system check, which passed within the instrument specifications. The customer performed assay qc the next morning and did not note any issues. Hardware was the root cause for the event. Customer has biomed engineer.